Manufacturer narrative:
(B)(4). Linked: medwatch # 3900500000-2019-8010. (B)(6).

Manufacturer narrative:
(B)(4). Batch # r59n75. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and with a gst60t cartridge reload present. The reload was received unfired. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a removal of a tumor on the stomach wall procedure that after two firings the stapler was being reloaded and the bottom portion of the reload was stuck in the end of the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.